Manufacturer narrative:
(B)(4). Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee revision procedure approximately one year post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - vanguard femur catalog #: 183066 lot #: 999420; regenerex tibial tray catalog #: 141274 lot #: 866350; modular splined stem catalog #: 141369 lot # 069890; and regenerex patella catalog #: 141357 lot # 003840.

Event description:
It was reported that the patient underwent a left knee revision procedure approximately one year post implantation due to instability and laxity; the tibial bearing and locking bar were exchanged. No additional patient consequences were reported. Operative notes provided noted that the knee displayed instability with varus and valgus stressing but was tight in flexion. A hypertrophic fat pad was also noted, this was removed and a lateral retinacular release was also performed.